Event description:
It was reported that the device was detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. While unsheathing the device from the delivery system it was noted that the closure device had become detached from the core wire. The physician continued with the procedure and implanted the closure device in the patient. The patient and closure device were monitored before the procedure was ended. The closure device was successfully implanted in the laa of the patient. There were no patient complications or consequences as a result of this event.